Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure when the physician was suturing the wound closed the patient¿s blood pressure dropped and they became unresponsive. An echocardiogram taken showed the right ventricular (rv) lead had perforated the ventricle and caused a pericardial effusion. A pericardial tap was performed and external pacing was delivered which allowed the patient to regain consciousness. The rv lead was checked afterwards and was found to be working fine. The rv lead remains implanted and in service and there were no additional adverse patient effects reported.